Event description:
Customer reportedly received results of 164 mg/dl on advantage system 1 and 84 mg/dl on advantage system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1 (lot number 551228, expiration date 05/31/2011). (B)(4).

Event description:
Surgeon mentioned that he has a pt with a 3.0mm cannulated screw long thread/24mm that has broken post operative.